Manufacturer narrative:
It was reported that the patient has loosening of the tibial tray. Revision surgery is planned to replace the tibial tray and exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has loosening of the tibial tray. Revision surgery is planned to replace the tibial tray and exchange the poly inserts.